Event description:
The customer reported a failure to discharge using external paddles in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer confirmed that a faulty external paddle set caused the failure to discharge. Replacement of the external paddle set resolved the issue. The device passed testing and was returned to service.